Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 43 and 49 on 11/13/2022. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device passed the displacement test and self test. No unexpected pump error 43 or 49 alarms during testing however, pump error 43 alarm (linenumber = 589; filenumber = 121) is found in the formatted history file on 11/13/2021 12:39:17.000 due to moisture damage. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 electronic assembly noted. ¿in summary, customer alleged pump error 43 confirmed. Pump error 49 not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had history pointers failed and error in the motor that was detected by reading unexpected value from hall sensor. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump had passed displacement test and self test. The insulin pump again had error in the motor that was detected by reading unexpected value from hall sensor during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.